Event description:
Meter name: one touch ii. Strip name: unknown, meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: crammy. A patient reported they were not able to get a complete reading. Their meter allegedly would not display a complete display. The result on their meter was incomplete. Customer is now taking insulin and will not be able to treat self with this meter. No further information has been reported.